Event description:
It was reported that immediately after this patient's implantable pulse generator (pacemaker) system was implanted, air bubbles noise oversensing was noticed on the right atrial (ra) lead. Reportedly, the patient was checked the next day pre-discharge and the issue was not recurring any longer. All lead measurements were adequate. Technical services reviewed the case and agreed this was likely air bubbles escaping the system. Both this patient's pacemaker and ra lead remain in service and no adverse patient effects were reported.

Manufacturer narrative:
The implantable pulse generator (pacemaker) was not returned for analysis as it remains in service. A review of the evidence submitted by the field indicated that the noise on the atrial channel was consistent with temporary body fluid infiltration through the seal plug, coupled with air escaping the seal plug. Setscrew seal plugs are designed to permit setscrew wrench insertion yet prevent body fluids from entering the header cavities. If an accessory sensing pathway is present due to fluid intrusion, there is a potential for oversensing and, thus, inhibition of pacing or delivery of inappropriate therapy.